Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited extra cardiac stimulation at high outputs. Additional information indicated that high output was needed due to this lead had elevated threshold. Extra cardiac stimulation was caused by the proximity of this lead to nerves/muscles. The cause of elevated threshold was unknown. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. This lead's allegation was not confirmed, however, there were multiple cuts noted in the lead insulation. Set screw marks were noted on the terminal pin. Blood/body fluid was also noted on this lead and in the helix housing. The lead passed continuity test with manipulation.